Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's system was unable to enter MRI mode and experienced ineffective therapy. X-ray imaging revealed that both leads migrated. As a result, surgical intervention may be undertaken to address the issue.